Manufacturer narrative:
Investigation of the complaint issue included a review of the complaint text, review of trending reports, and review of labeling. Return testing was not completed as returns were not available. Tracking and trending report review for the architect creatinine assay did not identify any related trends. Manufacturing documentation for the assay did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect creatinine assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer reported a falsely elevated architect creatinine result. Sample ID (B)(6) generated initial 201 umol/l and retest 104 umol/l. No impact to patient management was reported.